Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the common compute controller (ccc) in the console and tower to resolve the issue. The system was tested and verified as ready for use. The console common compute controller (ccc) was analyzed and the complaint was not confirmed by failure analysis. The ccc was visually inspected, where no issues were found. The unit was taken to a programming station where it was unable to be confirmed bricked. The unit was then installed onto a known good system and powered on with no issues. The system was left to idle for two hours, and ten power cycles were performed with no issues. The vision side cart (vsc) ccc was analyzed and the complaint was confirmed by failure analysis. In lighthouse and artemis, these failures of da vinci not powering on was confirmed thru internal notes and that the fault did occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. This vsc ccc was installed, programmed and tested on the dv5 in house golden system where programming was not able to program, the vsc and ssc power button was flashing blue, replicating the reported failure. To troubleshoot and verify the root cause of this reported failure, the vsc ccc unit was tested, replaced with a well-known gold unit, reprogrammed and power cycles the system with no error/no failure triggered, system started at normal. The probable root cause of the issue with the console not connecting appears to be related to the failure of specific components within the system, specifically the ccc. The event was initially triggered by a power issue, as indicated by the flickering lights due to storms, which led to the console not connecting and displaying error 31030. The replacement of the ccc and vsc components resolved the issue, as confirmed by the successful system test and verification post-replacement. This suggests that the root cause was a combination of hardware failure in the ccc and vsc components and external power disturbances.

Event description:
It was reported that the system had all red leds when the customer walked in the room. The caller mentioned the lights flickered earlier due to storms. The technical support engineer (tse) walked the customer through a hard power cycle on all carts and reseated all blue fiber cables. The system powered on with error 31030 and the console power button was blinking blue saying it was not connected to the tower. The logs were not available during time of the call. There was no report of patient involvement.